Manufacturer narrative:
The evaluation of the heartmate ii lvas confirmed the report of suspected pump thrombosis. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a large half-moon shaped thrombus formation obstructing the blood flow path through two stator vanes. The thrombus formation revealed dark areas of denaturation and also showed evidence of laminated layering, suggesting that the thrombus developed around the inlet bearings over an undetermined amount of time while the pump was supporting the patient and subsequently broke apart. In addition, a small pink thrombus formation was observed on one blade of the rotor in the center of the rotor body. Examination of the proximal-side of the outlet stator revealed an additional small white thrombus formation situated adjacent to the outlet bearing ball and in contact with two stator blades. The non-laminated structure of the two thrombi suggests that they did not initially form in the locations in which they were found; however, their specific origins could not be conclusively determined. Moreover, the evaluation could not conclusively determine a duration of time for which the thrombus formations were present in the device; however, the two thrombi were not adhered to the blood-contacting surfaces and showed no evidence of denaturation, suggesting that they were not present within the pump for a prolonged period of time. The evaluation could not determine a specific cause for the development of the thrombus formations observed within the pump; however, their obstruction of the blood flow path could have contributed to the reported elevated ldh and hematuria. However, a direct correlation between the evaluation findings of the returned device and the reported signs of kidney dysfunction (elevated creatinine level and anuria) could not be conclusively determined. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The returned portion of the driveline appeared unremarkable and electrical continuity testing of the driveline segment did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system.

Manufacturer narrative:
Approximate age of device - 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an elevated ldh of about 900 noted on (B)(6) 2018. The patient remained in an outpatient setting. The patient called the vad team reporting hematuria and was admitted on (B)(6) 2018 in the morning. Elevated creatinine to about 6, the patient was noted to be anuric on (B)(6) 2018. The patient was taken back to the or for a pump exchange on (B)(6) 2018 for a suspected pump thrombus.